Event description:
Information received indicates the bed has no power or functions.

Manufacturer narrative:
The facilities maintenance found the f9 fuse was blown. Maintenance replaced the fuse to repair the bed.